Event description:
During internal routine testing, it was found that under certain circumstances, editing text in the report may prevent new phrases from populating the report. This occurs when report test is manually modified and additional phrases are subsequently added as a result of worksheet interactions. As a consequence, some phrases that follow in the specific section of the manually edited text will not populate the report. This behavior was not reported from a customer site and therefore we are unaware of any patient injury associated with this issue. This issue has the potential to create a situation where critical report info for treatment planning is not available if the reporting physician does not verify the report content. A customer safety advisory notice was created and will be distributed to all affected customers. Further on a software patch will be made available for upgrade of the software version.

Manufacturer narrative:
(B) (4). (B) (4).